Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button error and no longer working. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states they changing batteries every three weeks, battery life had diminished since first day of receive it, random no delivery alarms once or twice then receive button error and insulin pump stopped working. Customer states when they put in battery and gets error again. The device will not be returned for analysis.